Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 542 and 505 mg/dl at the time of the incident. Current blood glucose level was 168 mg/dl. The customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The insulin pump's retainer ring was cracked and missing. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The device will be returned for analysis.